Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, "defib fault 78" and "defib fault 79" messages were observed. The complainant indicated that there was no pt involvement in the reported malfunction.